Event description:
The company was notified on (B)(6) 2011 of a carbomedics prosthetic heart valve (cphv) - top hat model (s5-023, size 23 mm, sn (B)(4)) that was explanted due to a reported "detachment of one of the valve's leaflets 4 yrs after implantation". The subject valve was removed and another device was implanted.

Manufacturer narrative:
Device evaluated by MFR. The return authorization has been processed; however, the device has not yet arrived at the mfg site for eval. Echocardiography and angiography examinations are being sent to the company for eval as of (B)(4) 2011. Eval method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.